Event description:
Developed chronic urticaria in (B)(6) 2021 that continues at this writing. Currently seeing dermatologist who has, after other failed medications to control this illness, prescribe mycophenolate at maximum dosage twice a day and referred me to specialist for consult which is still pending. FDA safety report ID# (B)(4).